Manufacturer narrative:
Product event summary: the data files and balloon catheter were returned and analyzed. The data files showed system notice #50032 (the safety system has detected a compromised outer vacuum) at the beginning of the 19th application and smart chip verification indicated that the reported balloon catheter 2af284 lot number 47310 was used for 19 injections on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. During the product performance test, the system notice #50032 was triggered in the beginning of the inflation. Dissection or pressure testing showed a guide wire lumen kink 1.38 inches from the tip of the catheter. In conclusion, the reported system notice #50032 was confirmed through product analysis and data analysis. The reported guidewire lumen kink was not confirmed through data analysis, however, it was confirmed through product analysis. The reported balloon catheter failed the returned product inspection due to the guidewire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. It was noted there was ¿excessive torque on catheter at sheath balloon junction¿ causing the guide wire lumen to kink. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.